Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer heard several beeps coming from the pump while completing the load process. Reportedly, customer went to bed after beeping stopped but woke up later with a low blood glucose level of 41 (mg/dl). Troubleshooting with tandem technical support indicated that the customer completed the first load process and then accidentally initiated the "change cartridge" process two additional times. This resulted in a significant amount of unintentional insulin being delivered while customer was connected to the pump. Customer consumed food and candy and reported that bg levels have stabilized.